Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was still having continuing back pain. The pain was from their original back injury. The patient wanted to do a lumbar MRI. The stimulation was working fine but the pain was not being addressed by the stimulation. It was noted that the device never worked properly from day one. A CT scan was performed on (B)(6) 2015. The back pain had not been resolved at the time of the report.